Event description:
A male underwent emergent repair in early 2008, for thoracic ulcearted plaque. The physician was planning to cover the origin (proximal descending aorta) of the ulcerated plaque with another MFR's endoprosthesis. While trying to gain access, the physician created an iatrogenic tye a dissection by manipulating a bentson wire in a pigtail catheter trying to get a wire up into the pt's ascending aorta. The physician stated that the wire caught the edge of the ulcerated plaque causing the dissection. The physician did not realize it until an angiogram revealed the dissection. The endoprosthesis was successfully placed covering both the ulcerated plaque and the exit tear for the dissection. The pt was immediately taken to get a computed tomography to see the damage was successfully repaired. The computed tomography looked good and no further action was taken. The pt was doing well post-operatively.

Manufacturer narrative:
Lot unk as not provided by reporter. Expiration unk as lot is unk. Event evaluation: still under investigation.